Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -6.2 percent. It was reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Service recommended the expulsor to be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.